Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 78 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage a. During support, red urine was observed during daily rounding. No suction alarms were reported on the device. Information regarding imaging assessment of pump position or additional contributing factors was not provided. While on support, the impella cp device was operating at performance level 7 with expected flows of 3.1 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The device was successfully weaned after 2 days of support. The patient survived with no additional adverse events reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The pump was explanted and disposed of, and will not be returned for evaluation.